Manufacturer narrative:
A company rep examined the system and could not replicate the reported event. Unrelated to the reported event, the rep noticed that the footswitch cable tended to relocate under the footswitch treadle due to a curl, so it was replaced as a precaution. A preventive maintenance was then performed, and the system was verified to meet specifications per service test procedures. A review of complaints did not indicate any additional related reports for this infiniti system. The system was verified to meet specifications. Therefore, a root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported no phaco power during surgery. The procedure was completed after eventually getting phaco power. There was less than a 15 minute delay. There as no pt harm.